Event description:
Leak was found soon after surgery started. A hole was found in the center of the left membrane. Fluid sprayed out from that hole when it was checked. Surgery was discontinued. The case was cancelled.

Manufacturer narrative:
No product was returned for eval. (B)(4).